Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 7-dec-2016: legal claim received, new events company causality comment: this spontaneous case report, initially posted on an FDA hosted docket website, now reported by a lawyer, refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced uterine perforation ("micro-inserts had migrated and perforated her right fallopian tube and uterus.") And fallopian tube perforation ("it perforated my right tube and was very close to my bladder") (formerly reported as perforated her tube and uterus and was near her bladder). Ten days after insertion an uterine perforation was suspected via ultrasound. Another eleven days later this diagnosis was verified via CT-scan which showed a migration of one of the inserts. Therefore, one month after insertion, the device was removed with a partial hysterectomy and bilateral salpingectomy. Additional non-serious events were reported. Uterine perforation and fallopian tube perforation are serious due to their medical importance and required intervention and they are anticipated in the reference safety information for essure. Uterine and tubal perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. In this case essure was noticed to have perforated only ten days after insertion. Considering these events occurred shortly after essure placement and given their nature, causality with the suspect insert cannot be excluded. This case was regarded as incident since device removal was required (intervention required). The product technical analysis concluded that since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0982, awareness date 28-aug-2015). It refers to a female consumer of (B)(6) in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Consumer medical history included 3 children. Consumer reported that essure perforated her tube and uterus and was near her bladder. She experienced pain and had to perform an hysterectomy. Company causality comment: this non-medically confirmed and spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and the device perforated her tube and uterus and was near her bladder. This event, seen as uterine and fallopian tube perforation, is serious due medical importance and required intervention and listed in the reference safety information for essure. Uterine and fallopian tube perforation are potential complications of essure use. In this case the exact date and mechanism of this perforation was not informed. However, considering event's nature, causality with essure use cannot be excluded. Since an intervention was required (hysterectomy), this case is regarded as incident. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Ptc investigation result was received on 20-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed and spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and the device perforated her tube and uterus and was near her bladder. This event, seen as uterine and fallopian tube perforation, is serious due medical importance and required intervention and listed in the reference safety information for essure. Uterine and fallopian tube perforation are potential complications of essure use. In this case the exact date and mechanism of this perforation was not informed. However, considering event's nature, causality with essure use cannot be excluded. Since an intervention was required (hysterectomy), this case is regarded as incident. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.